Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s dad reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 460 mg/dl at the time of the incident and were treated with manual injection. The customer¿s other blood glucose was 300 mg/dl, 322 mg/dl, 283 mg/dl, and 323 mg/dl. The customer stated that when the boluses for a meal, the blood glucose was not coming down. The customer noticed that the cannula was bent when infusion site was removed. The customer declined troubleshooting. The insulin pump will not be returned for analysis.